Event description:
The customer reported that while pipetting an hbc plate on summit the tech observed that no sample was added to well a7. No error code was generated. No death or serious injury was associated with this complaint.